Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure, and during transseptal process with vizigo sheath, the patient experienced st elevation, ventricular fibrillation (vf) episode requiring cardioversion. The patient was brought out of vf, and st elevation returned to normal. It was reported that there was resistance when attempting to advance the wire into the carto vizigo sheath, for initial transseptal access. The carto vizigo sheath was replaced, and they were able to advance the wire through the septum, as well as the dilator, and then the carto vizigo sheath. The carto vizigo sheath "appeared" to advance through the septum, but when the physician attempted to draw back blood, no blood was coming out, creating a "vacuum." The physician withdrew the carto vizigo sheath, and it was then noticed that the patient went into vf, and there was st elevation on the recording system. The patient was cardioverted, and the patient was brought out of vf, and st elevation had returned to normal. The interventional radiologist was called in, and contrast dye was injected into the coronaries, but the coronaries were "clear" and the patient had recovered. The physician believed some of the air bubbles created by the vacuum went back into the left atrium, and what the physician believed was the right coronary artery (rca), possibly causing air embolism. The air embolism has not been confirmed. The patient was in stable condition and monitored. This occurred prior to any ablation being performed during the procedure, and no ablation catheter was ever in the body. The carto vizigo sheath, webster cs catheter and the soundstar catheter were in the body at the time. The octaray catheter was not located in the body at the time. They had previously mapped with the octaray catheter in the right atrium. The first carto vizigo sheath they used is not available for return, but the second carto vizigo sheath is available for return.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure, and during transseptal process with vizigo sheath, the patient experienced st elevation, ventricular fibrillation (vf) episode requiring cardioversion. The patient was brought out of vf, and st elevation returned to normal. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using direct imaging guidance (such as fluoroscopy or ultrasound). Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).